Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. The patient stated that they wer e having an MRI due to a problem with their device or therapy. It was to see what was going on with their back. Their stimulator does not work and they are going to have it removed. They have been reprogrammed like over 15 times but the stimulator is not providing them with relief and it is making them have incontinence. The incontinence was minor at first, beginning in (B)(6) 2017, but it has been full blown since july. The patient stated that the stimulator not providing relief began probably within a month and a half after being implanted. The patient called to make sure their ins was placed into MRI mode for the scan but when they went to put it in MRI mode the stimulation turned off and they saw the MRI eligibility cannot be determined message with a nmd746032 on the screen. The patient was redirected to follow up with their healthcare professional (hcp) to determine eligibility. Additional information was received from an MRI technician on 2017-aug-23. The caller stated that the patient is programmed into the surescan mode but eligibility could not be determined. The decoder was showing all 0¿s. It was reviewed that the ins needs to have the MRI mod e programmed so they should call the patient¿s hcp to have determine eligibility. The caller also noted that the patient was having the MRI due to the device not giving them the pain relief needed and it was cause incontinence. No further complications were reported/are anticipated.

Manufacturer narrative:
Event is now reportable for serious injury. Patient code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported the stimulator was not working for the patient and they were getting it removed on 2017 (B)(6). The patient mentioned they could not get it into MRI mode. A manufacturer's representative (rep) met with the patient within 25 minutes and reprogrammed the device. The patient saw their healthcare professional (hcp) and the hcp stated the incontinence was not from the device. The patient was going to see a urologist and was having surgery on 2017 (B)(6). No further complications were reported.